Event description:
The reporter indicated that the surgeon implanted an 12.0mm icm120 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2009. On (B)(6) 2015, the surgeon noted loss of bcva, inflammation and deposits on the lens. The lens was removed and replaced but this did not resolve the issue.

Manufacturer narrative:
P030016 to n/a - this product is not marketed in the u.s. MFR date - 03/01/2013 to 12/16/2008, previous date is incorrect. (B)(4). Device evaluation: lens was returned dry, in a lens case/vial with clear surgical residue on product. Visual inspection found the optic was torn and the haptic was broken. Work order search: no similar claims were reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
(B)(4).